Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history review has revealed that no shipment of this part number has been made to the customer since 2004, therefore, we are unable to determine a potential lot number for this device. The march 2007 15-month ultraflex esophageal stent complaint trend report, inclusive of all failure modes, was reviewed: an unfavorable trend was noted and the march data point was at the complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals ten complaint reported in the month of january, eleven in complaints reported in the month of february and fourteen complaints reported in the monday of march. A corrective action request has been initiated to further investigate this issue.

Event description:
It was reported to boston scientific corporation on april 04, 2007, that approximately three months after the placement of an ultraflex stent system in a male patient, "the stent passed through the patient's stomach into the small intestine". "The physician had performed an egd on the patient and saw that the stent was not where it should have been. Then a CT scan was performed and they discovered that the stent was in the small intestine". As of april 2007, the physician had opted not to remove the device. The patient's condition was reported as "fine".